Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water. According to the information received, the water entered the ventilator when water was added to the humidification tank, causing the water to flow back into the ventilator. The oxygen battery and the safety valve were affected. After wiping and drying the affected parts and the ventilator, the pre-use check passed the test and the unit has been delivered to the department for use. Based on that, the most probable root cause to the issue about water entering the ventilator has been concluded as usability issue.

Event description:
Manufacturers ref: #: (B)(4).